Event description:
Reference MDR # 1219856-2009-00345 for first event involving same pt. It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the same insertion site on the pt, the femoral artery site. While advancing the iab through the sheath, the iab stopped moving forward when the tip of the catheter exited the saf sheath. As a result, the md removed the iab and the sheath as one unit and requested a third iab for insertion.

Manufacturer narrative:
(B) (4). F/u report will be filed, if additional info becomes available.